Event description:
It was reported that during implant the rv lead df-1 connector was unable to connect to the ICD. An adapter was used to connect the rv lead to the ICD. No electrical anomalies were detected. Patient will be monitored with routine follow-up.